Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was almost 400 mg/dl however later clarified to be 369 mg/dl, over 300 mg/dl, 390 mg/dl, 347 mg/dl, 380 mg/dl and 519 mg/dl. The customer reported that the insulin pump received no delivery alarm and was resolved by complete set change and also reported that the cannula was bent. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.